Event description:
The ge oec 9800 fluoroscopy system would blank the screens when the system was positioned from the ap position to the lateral position.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the high voltage cables to repair this malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.